Manufacturer narrative:
Balt USA reference: # (B)(4). Investigation pending return of suspected device. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "two complex prestige coils went into a 4.5mm venous collateral vessel at (B)(6). The physician wanted to put in two packing coils behind through a progreat 2.0 micro. They felt resistance when advancing through the micro catheter and the coil predetached. They coil could have either knotted or gotten pinched in the glidecath base catheter. Same thing happened with another packing coil. Snared coil just fine, no harm to the patient." Incident report form submitted for this complaint indicates that no patient injury was sustained.